Event description:
Caller reported a malfunction on pump. Customer¿s blood glucose (bg) level was 501 mg/dl. Customer had not taken any action to address the high blood glucose level and did not possess manual insulin delivery methods. Technical support provided pump reset information and assisted in resetting the pump. After the reset, the malfunction code did not recur, and customer was advised that they could continue using the pump and to call back if any issues reappeared.